Event description:
It was reported that the balloon ruptured. A 12x40x75 athletis pta balloon was selected for use in a deep venous stenting procedure. The athletis balloon was successfully used three times to pre-dilate before stenting. After placement of a wallstent, the athletis was used for post-dilation. During inflation the balloon ruptured on the edge of the implanted stent. A non-bsc balloon was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: a visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 12x40x75 athletis pta balloon was selected for use in a deep venous stenting procedure. The athletis balloon was successfully used three times to pre-dilate before stenting. After placement of a wallstent, the athletis was used for post-dilation. During inflation the balloon ruptured on the edge of the implanted stent. A non-bsc balloon was used to complete the procedure. There were no patient complications. It was further reported that the 60% stenosed target lesion was located in the external iliac vein with some tortuosity. The balloon was inflated three times prior to stenting and once after stenting. The balloon was used for pre-dilation prior to stenting, removed from the body, and then re-inserted post stenting. The balloon was inflated lower than rated burst pressure.